Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during the initial drain cycle of automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected transfer set from the patient line of the homechoice set during therapy, without pausing treatment. When hp returned the cycler was alarming. In an endeaveor to correct the issue, hp reconnected transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised home patient to set up with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.